Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during pre-testing and before usage the cuff could not be inflated. The inflation tube was kinked. There was no pt harm reported.